Manufacturer narrative:
Product analysis :visual and optical examination did not identify crack, fracture, or significant deformation at or around the pivot pin hole. The pivot pin is missing and not returned for analysis. The manufacturing lot date (2011-03-01) suggests the instrument has been in use for sometime, and is therefore not a manufacturing issue. The root cause of the issue is unknown.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that , intra-op, screw was missing from the jaw of pituitary. Product came in the contact with the patient. No patient complications were reported.